Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, they connected the cartridge to the handle and the surgeon tried to fire to pulmonary parenchyma, however, the device could not be fired. The surgeon was able to press the green button and squeeze the handle. They replaced the cartridge and the firing was successful. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, they connected the cartridge to the handle and the surgeon tried to fire to pulmonary parenchyma, however, the device could not be fired. They replaced the cartridge and the firing was successful. There was no patient injury.